Manufacturer narrative:
The tandem t:flex cartridge user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, the velcro failed on the t:flip case which caused the pump to fall out of the case. The infusion set tubing would be pulled and the blood glucose (bg) level became impacted with ketones. The customer delivered a correction bolus to address the bg level. Additionally, it was reported that the customer uses humalog insulin in the cartridge, and the supplies were changed every 3-4 days. Tandem technical support educated the customer on humalog labeling instructions. Recommendation was made to consult with health care provider about securing the infusion site to avoid cannula from being pulled if the pump is dropped.